Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow under-responsive. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2017 with the following findings: during investigation, the up arrow, down arrow, and contrast buttons were under responsive. The keypad was removed to find contamination under the up arrow, down arrow, and ok keypad buttons. Unrelated to the original complaint, the battery compartment was cracked on the left side of the grip pad. Additionally, the display was dim and orange.